Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed recurring alert 39 indicating an insulin shaft encoder failure and did not resolve after multiple restarts, shutdown, and a factory reset, leading the user to transition to backup therapy. Blood glucose was reportedly unaffected. No reported adverse clinical effects. Outcomes included no change in glycemic control and no need for medical intervention or hospitalization. Investigation included review of the complaint history, device-use troubleshooting with power cycles and reset procedures, and receipt and inspection of the returned device. Investigation of this case revealed a persistent malfunction consistent with an insulin drive/shaft encoder failure in the pump mechanism. It was concluded that the cause was a device component failure of the insulin delivery encoder.